Manufacturer narrative:
The previous driveline infection was reported under medwatch MFR# 2916596-2015-01016. Approximate age of device ¿ 4 months. (B)(4). Device evaluation: a correlation between the device and the hemorrhagic stroke could not be conclusively determined. Incidentally, although there were no reports of, or signs of, suspected thrombus, upon disassembly of the returned pump, depositions of blood and pale-yellow tissue were found in the lumens of the inlet tube, the knitted graft, inflow elbow, outflow elbow, and outflow graft. The depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined. Examination of the remaining blood-contacting surface, revealed denatured thrombus rings adhered to the inlet bearing cup and ball. The thrombus rings appeared to have developed in laminated layers, which indicates that they were present while the pump was operating. Areas of the rings found on the inlet bearing ball and cup appeared similar in color and structure, which suggests that the rings were likely a single formation prior to disassembly of the pump. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a history of a driveline infection on (B)(6) 2015 positive for (B)(6) treated with IV antibiotics. Blood cultures were negative at that time. The patient was re-admitted on (B)(6) 2015 for sepsis with blood cultures positive for (B)(6). His driveline reportedly looked good at the time. On (B)(6) 2015 the patient underwent amputation of several toes due to dry gangrene to rule out any infection. The pathology report from the toes came back negative for mrsa, although no cultures were taken during surgery. Pathology was positive for necrosis. The patient underwent a transesophageal echocardiogram on (B)(6) 2015 and it showed vegetation on the implantable cardioverter-defibrillator (ICD) lead. Removal of the ICD was scheduled for monday, (B)(6) 2015. The patient reportedly had been doing well; however, on saturday afternoon ((B)(6) 2015) the patient had one episode of vomiting, he was hypertensive, and his creatinine was elevated to 3.97 mg/dl. His lactate dehydrogenase level was normal. Some high lvad pulsatility index (pi) events were noted. The patient was transferred to the intensive care unit with worsening mental status and lethargy, and for a work up for acute kidney injury. A CT scan of the head showed a large, complex intracerebellar bleed with invasion to the brainstem. The patient's anticoagulation medications were discontinued and he was intubated. The inr was 1.9 on (B)(6) 2015. The patient subsequently expired on (B)(6) 2015.